Event description:
During a check-out procedure at the manufacturer's service center, a failure of the device to charge its internal battery was observed. The device was not in patient use. The device's power supply board needs to be replaced to address the issue.